Event description:
Customer reporting 2 false negative sars results for their daughter. Customer states their daughter tested positive by doctor's office test the next day (method unknown). Further contact with the customer to obtain more information is not possible.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.